Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. The surgeon removed the device manually with no tissue damage or pt injury. The surgeon opened a second instrument to successfully complete the procedure. The device was returned for eval with the knife blade exposed from beyond the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.